Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump alarmed compromised force sensor system and the drive support cap was loose. The customer's blood glucose level was 260 mg/dl at the time of the incident. The product was returned for analysis.